Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, the pump was unable to prime during prime test due to faulty force sensor resistor. The pump was properly connected to one touch ultra-link blood glucose meter. The pump was received with broken reservoir tube lip, cracked case at display window corners, belt clip slot and battery tube threads. The pump was received with minor scratches on lcd window.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the meter is not sending readings to the pump. The mother states there is also physical damage to the pump. The mother states there is damage to the reservoir compartment. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.